Event description:
It was reported that during a sleeve gastrectomy procedure, the device fired once fine. It was reloaded with a new cartridge and it would not fire. A new device was used to complete the procedure without any impact to the patient. (B)(6).

Manufacturer narrative:
(B)(4) information was not provided by the initial contact cartridge pan the analysis results that one long60a device was returned with no visual non-conformances and without reload present. A reload pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight and articulated positions with test reloads. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. Event could not be confirmed as no reload was returned for analysis. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4) . A batch record review was performed and no anomalies were found during the manufacturing process.